Event description:
During left tibioperoneal trunk endarterectomy with vein patch, left tibial artery bypass, when repositioning patient's leg, graft ripped away from suture. Surgeon at the field and new graft placed. Md/surgeon felt the graft should not have ripped the way it did. He thought the vessel should have torn before the graft did. The graft was sequestered from field and placed in materials management.======================manufacturer response for eptfe vascular graft, distaflo bypass graft (per site reporter)======================asked more questions about the event and agreed to send a return kit.